Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of a new lead there was twitching. The lead was not implanted and the original lead remains in use. Additionally, after implant of the device the right ventricular (rv) lead showed noise and high sensing integrity counter (sic). The lead was reprogrammed later the rv lead was replaced due to a fracture. During the procedure the left ventricular (lv) lead slid and the impedance and thresholds were rising. The lv lead was capped. No further patient complications have been reported as a result of this event.